Event description:
In 2003 dr. Placed a 23mm cardioseal device in a pt. In the cath lab when they went back with ultrasound they found that the device had embolized into the right atrium. It was then noted that the device slid through the tricuspid valve into the right ventricle and subsequently into the left pulmonary artery. They then used a #8 french guide and steered it back into the sheath as far as they could and pulled it out. They could not get it to come through the soft tissue so they cut it down to pull it out. They then reinserted the sheath and started over again and successfully deployed a #28 cardioseal device. The pt was taken to the ICU for recovery. The pt was hypotensive and had a respiratory arrest. Pt was intubated and had a massive pericardial temponade. The pt cardiac arrested and died in 2003.